Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the impedances were greater than 40000 on all contacts of the 0-7 lead. The patient was unable to adjust stimulation using that lead. There were no known factors that contributed to the issue. After an impedance check they were reprogrammed to use the 8-15 lead only. The issue was not resolved at the time of the report.